Event description:
A patient experienced a traction injury of the nerves which innervate their lower leg. This occurred while the patient was undergoning surgery in the lithotomy position. The o.r. Manager reported that the problem was most likely caused by a user positioning error or a patient anomaly.